Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision procedure ( reference MFR number: 1627487-2021-01397) the patient began displaying a decrease in motor sensation. The decreased in motor sensation was diagnosed through neuro monitoring during the procedure. As result, the patient's entire scs system was explanted. Post-operative the patient had full motor function of all extremities.